Manufacturer narrative:
Section d1 brand name corrected. Section d4 serial number was corrected. H6 health effect - clinical code has been updated from e051101 to e0511.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient was placed onto impella support due to acute myocardial infarction / cardiogenic shock. While on support, the patient's blood pressure dropped after percutaneous coronary intervention. External iliac artery was perforated along with a retroperitoneal hematoma. Antegrade angiography did not initially reveal any vessel damage due to retrograde pump flow. Extracorporeal membrane oxygenation was added, impella catheter removed, and an 8mm catheter was placed through the introducer at the ruptured site, achieving hemostasis. Vessel repaired by covered stents and blood replacement required.